Manufacturer narrative:
The united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding elevated cardiac troponin I (tni) quality control sample results obtained on dimension exl system. The customer stated that patient sample result reporting was delayed. The duration of delay was not provided. Siemens is investigating the event.

Event description:
Elevated cardiac troponin I (tni) quality control (qc) sample results were obtained on a dimension exl 200 system. The elevated tni qc results were above the laboratory acceptance range. The customer stated that tni patient sample result reporting was delayed. The duration of the delay was not provided. There are no known reports of patient intervention or adverse health consequences due to the out of acceptance range tni quality control results or the delay in patient sample result reporting.

Event description:
Elevated cardiac troponin I (tni) quality control (qc) sample results were obtained on a dimension exl 200 system. The elevated tni qc results were above the laboratory acceptance range. The customer stated that tni patient sample result reporting was delayed. The duration of the delay was not provided. There are no known reports of patient intervention or adverse health consequences due to the out of acceptance range tni quality control results or the delay in patient sample result reporting.

Manufacturer narrative:
The united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding elevated cardiac troponin I (tni) quality control sample results obtained on dimension exl system. The customer stated that patient sample result reporting was delayed. The duration of delay was not provided. Siemens is investigating the event.

Manufacturer narrative:
Additional information (16-dec-2021) - siemens headquarters support center (hsc) has completed the evaluation of the event. Hsc has reviewed the instrument data and the information provided by the customer. Hsc concluded that a product non-conformance was not identified with the cardiac troponin I (tni) assay or the dimension exl 200 system. The customer reported quality control (qc) recovering out of laboratory acceptance limits on the dimension exl cardiac troponin I (tni) assay. The unacceptable qc results occurred with a single vial of non-siemens third-party qc material. No patients results or other qc results were affected. Reprocessing the qc using a new vial of quality control material resolved the issue. The cause of the event is unknown. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00345 was filed on 16-dec-2021.